Manufacturer narrative:
No unexpected lost sensor alarms or failed battery test alarms noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion or excessive no delivery tests. The operating currents were within specification. The pump had a severely stripped battery cap coin slot. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery was dead. He was in the process of changing the battery when he realized the battery cap was stripped. The insulin pump alarmed failed battery test and lost sensor. Customer's blood glucose level was not reported. However, he believed it was probably crazy high. The customer was advised that the device would be replaced and agreed to return the product for analysis.